Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the reported information does not indicate a potential manufacturing issue. Based on the information available, the reported events were related to the patient¿s anatomy or co-morbidities and were not attributed to the medtronic device.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A separate report will be submitted on the transcatheter pulmonary bioprosthetic valve. (B)(4).

Event description:
Medtronic received information that 2 years 9 months post implant of this bioprosthetic valved conduit in the pulmonary position, the device was replaced valve-in-valve with a transcatheter pulmonary valve because of significant concern regarding the left pulmonary artery due to tears in the posterior wall of the main pulmonary artery resulting from a recent pulmonary balloon valvuloplasty. Following an unsuccessful attempted replacement with a transcatheter pulmonary valve, the physician opted to explant and replace both this valved conduit and the transcatheter pulmonary with a bioprosthetic pulmonary valved conduit. No further adverse patient effects were reported.